Event description:
We received a report that two intraocular lens was explanted because the patient complained of experiencing severe halos and glare. No additional details were provided. This report is for the left eye. A companion report is filed for the right eye.

Manufacturer narrative:
Follow up with the surgeon found that the patient was implanted with monofocal lenses and is reportedly satisfied with his vision. Patient is a professional truck driver who drives at night and has a ''type-a personality''. The surgeon was familiar with the usual exclusion criteria for multifocal patient. The explanted lenses were discarded at the time of explant. (B)(6). (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.